Event description:
It was reported that the patient experienced fevers, a change in mental status and increased spasticity. The patient was admitted to the hospital. A culture of the abdominal pump pocket was sent and came back positive for pseudomonas. The pump and catheter were explanted due to the infection. The patient was placed on antibiotics and oral baclofen. There were no plans to replace the pump. The patient status was reported as ¿stable¿ and ¿alive-no injury¿. It was noted that the pump and catheters were discarded and would not be returned to the manufacturer. The device system was used to deliver gablofen 500mcg/ml at 60mcg/day.

Manufacturer narrative:
Product ID 8784 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter pro duct ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter (B)(4).